Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this product represents one of two cordis products that were used in the same procedure and is related to mfg #s 9616099-2008-00582 and 1016427-2008-00061.

Event description:
After post dilatation of a stent that was placed in the carotid artery (side unk), blood flow slowed. The physician suctioned the debris from the filter basket by using a suction catheter. Then, the capture sheath was delivered and the angioguard filter was withdrawn without any difficulty. There was no neurological symptoms during the procedure. However, the pt developed paralysis on right upper limb after the procedure. The pt is a male. The carotid artery stenting procedure took place in 2008. There is no info regarding the target characteristics. An angioguard distal protection device was in place distal to the lesion. The target lesion was pre-dilated with an amiia balloon. A precise stent was placed, and post-dilated with another amiia balloon. There was no difficulty placing the stent in the lesion. The procedure was completed successfully. There were no neurological symptoms noted during the procedure. However, the pt developed paralysis of right upper limb sometime after the procedure (exact date of the event is unk). The paralysis slightly remains, and the pt is in stable condition. The physician does not think the event was caused by any of the cordis products.